Event description:
Philips received a complaint on the defibrillator indicating that after powering on and charging the device, it automatically shut down during the discharge and became unusable. A defibrillator was immediately brought in from a nearby unit and used to defibrillate the patient. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.